Manufacturer narrative:
The peritonitis occurred on an unspecified date after the end of (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. The patient experienced an infection also reported as peritonitis. Should additional relevant information become available, a supplemental report will be submitted.